Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bottom trigger on the device was spinning, the device had loud unusual grinding noise which resulted from bearing and gear corrosion, and the device needed the latest revision upgrade. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the ¿black trigger switch¿ was spinning on the small battery drive device. There was a ten-minute delay to the surgical procedure. It was reported that a second tray was provided. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.